Event description:
The customer called in for help with his meter. While performing a selfcheck, it was discovered the meter was set in mmo/l. The customer did not adjust medication or allege any adverse events. The customer was able to reset the meter to mg/dl. The meter is to be returned for eval, and a replacement meter will be sent.